Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair on (B)(6) 2015 and a bard ventralight was implanted at the time. It was reported that the patient underwent recurrent ventral hernia repair on (B)(6) 2019 and a bard phasix was implanted. No additional information was provided.